Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that they received failed battery test alarm. The customer's blood glucose was unknown at the time of incident. The customer's mother stated that the failed battery test alarm recurred after troubleshooting. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a blank display due to part of the battery tube contact spring missing. Unable to verify the failed battery test alarm due to a blank display. The pump had corrosion on the bottom of the battery tube and minor scratches on the lcd window.